Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hydrogel of a 5f mynxgrip vascular closure device (vcd) was dry. Additional information was received and the account stated that the sealant was getting hung in the tamp tube, so they pulled the boxes they had on the shelf and saved them as they were not going to continue to use them. There was no reported patient injury. The device is expected to be returned for evaluation. Photographs were provided and available for review. The account had several device failures but was not made aware until the monthly account visit.

Manufacturer narrative:
As reported, the hydrogel of a 5f mynxgrip vascular closure device (vcd) was dry. Additional information was received and the account stated that the sealant was getting hung in the tamp tube, so they pulled the boxes they had on the shelf and saved them as they were not going to continue to use them. There was no reported patient injury. The account had several device failures but was not made aware until the monthly account visit. The product was not returned for analysis. Visual inspection of the photographs of the sealants showed that the sealants were separated from the devices with no exposure to blood. No anomalies were observed. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant failure to deploy¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.